Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for retraction failure with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® push button blood collection set needle did not initially retract during use when removed from the patient. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: " it appears from the sample in my office the needle when extracted from the patient did not initially retract."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® push button blood collection set needle did not initially retract during use when removed from the patient. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "it appears from the sample in my office the needle when extracted from the patient did not initially retract."